Manufacturer narrative:
Film evaluation summary: the cause of the reported blood clot leading to the fem-fem bypass and infection could not be determined from the pre-implant films returned. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. Images during implant as well as post-implant films at the time of the event were also not available, and the stent graft in-vivo configuration including the location of the reported clot could not be assessed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received that the size of the aneurysm treated was 33mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 14-aug-2021, UDI#: (B)(4); product ID: etlw1610c156e, serial/lot #: (B)(4), ubd: 25-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported two months and seven days later via the patients wife that her husband developed a blood clot post procedure. A secondary procedure was completed and the patient underwent a fem/fem bypass and subsequently developed a staph infection and became septic. The cause of the event is unknown. No additional clinical sequalae were provided.